Manufacturer narrative:
A2): patient date of birth unk b6/b7): patient information regarding relevant tests/laboratory data or medical history are unk. D1/d4/h4): the lot number was not provided, thus the following information is unk: brand name, model/catalog number, unique ID, expiration date, and manufacture date. G4): the model/catalog number was not provided, thus the 510k number is unk. H3): the lld was not returned, thus no returned product investigation was performed. H6): cardiac perforation is a known risk of complication with use of the lld. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove two right atrial (ra), and two right ventricular (rv) leads, due to bacteremia. Spectranetics lead locking devices (llds) were inserted into each lead to provide traction. Using a spectranetics glidelight laser sheath, all 4 leads were extracted; however, just after removing the last lead (located in the rv), the patient's blood pressure dropped. Rescue efforts began, including cardiac massage and sternotomy. A perforation, located high in the rv, was discovered and repaired. The procedure was completed, and the patient survived. The physician believed the perforation was due to traction from pulling forces. This report captures the lld present within the last rv lead removed when the perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.